Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 324 mg/dl, a result in the 160's (mg/dl), 260 mg/dl, and 103 mg/dl. Low blood glucose symptoms were reported with these results. The customer ate dinner as normal, and administered his standard insulin dose based on the result of 103 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.